Event description:
It was reported that the nut is broken from the measuring device, all broken pieces available. It was reported that the threads on the blade guide sleeve were worn and because the threads were worn, the compression nut got stuck. In addition, the aiming arm was worn inside and therefore would not latch and the rod measuring device wheel would not tighten up. It was reported there was no patient or procedure involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. A review of the device history records was completed: no issues were found during manufacture that would contribute to the complaint condition. A product development evaluation was completed: the returned parts were used to attempt to recreate the complaint condition. It was discovered that due to damaged threading on the blade guide sleeve, even without the buttress nut screwed on, the sleeve would get stuck in the aiming arm when over half of the sleeve was inserted. The aiming arm and buttress nut seem to function well and do not seem damaged. The trochanteric fixation nail technique guide recommends that the buttress nut be threaded approximately to the middle of the sleeve for ideal results. The technique guide also states that hammering should be done using light blows on the back of the coupling screw to seat the helical blade. The returned guide sleeve experienced difficulty when the buttress nut was threaded beyond the middle of the sleeve, and minor dents were noticed on the head of the guide sleeve. The complaint condition was confirmed. It is likely that the damage to the blade guide sleeve, which contributed to the complaint condition, can be attributed to routine wear of the guide sleeve over time. Additionally, unintended hammering of the head of the guide sleeve could have contributed to damaging sleeve threading and slightly deforming it. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.